Event description:
Fracture of guidewire on attempted placement of central line, causing inadvertent retention of distal part of the wire in the right upper chest. The patient was transferred to hospital where removal of the wire was completed. The patient tolerated the procedure well, was determined to be medically stable, and was discharged in 2009. Dates of use: 2009. Diagnosis: poor venous access, diagnosis required IV chemotherapy.